Manufacturer narrative:
The customer did not provide patient demographics such as age, date of birth, sex, weight, ethnicity or race. The access accutni+3 reagent was not returned for evaluation. All assay and system verifications met specifications at the time of this incident. No hardware errors, flags or other assay issues were reported in conjunction with this incident. The cause of this incident cannot be determined with the available information.

Event description:
The customer reported obtaining reproducible elevated troponin I (access accutni+3) results for one patient involving the laboratory's access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system (serial number (B)(4)) the customer reanalyzed the patient's sample on the same access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system and obtained two reproducible elevated results. The elevated access accutni+3 result was released from the laboratory. The patient was administered clexane. There was no additional change to or impact to patient care reported in association with this event. Calibration, qc (quality control) and system check parameters were all recovering within expected ranges at the time of the incident. The patient's sample was collected in a lithium heparin tube and was centrifuged for ten (10) minutes at 3,000 g (g force) at 15 to 25°c (degrees celsius). There was no report of sample integrity issues. The patient¿s sample was also analyzed with other methodologies, (istat and architect) and recovered with lower results within the reference range.